Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter came off the snaplock adapter during use on a patient. Therefore, the inserted catheter was removed and replaced by a new one. No patient injury was reported.

Event description:
It was reported that the catheter came off the snaplock adapter during use on a patient. Therefore, the inserted catheter was removed and replaced by a new one. No patient injury was reported.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported that the snaplock adapter disconnected from the catheter. The customer returned one snaplock adapter with clip (reference files (B)(4)). No catheter was returned. The returned snaplock adapter was visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. A functional leak test was performed on the returned snaplock adapter per amrq-000017 section 7.5; rev. 7. A lab inventory epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No leaks were detected , and the components remained secured. A functional spo test was then performed per amrq-000017 section 7.7; rev 7. The proximal end of the epidural catheter was re-inserted into the snaplock adapter until it bottomed out and the snaplock adapter was locked. The components were confirmed to be secured by tugging gently on the catheter. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock adapter was confirmed to have remained securely locked with the catheter inserted. No functional issues were found.